Manufacturer narrative:
Physio- control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio- control continues to investigate the reported failure and will submit a supplement al report on this event to the FDA as provided by 21 cfr 803.56. Physio- control performed a clinical review and determined that there is insufficient data within the file to determine the impact of the device use. There is no code-stat file available for review.

Event description:
The customer contacted physio-control to report that their device was unable to detect patient connection. The customer used a second set of electrodes but the same issue occurred. The patient associated with the reported event did not survive.

Manufacturer narrative:
Physio-control evaluated the customer's device logged data and was able to verify the reported issue. After replacing the main keypad assembly, and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Field action number 301587611/18/2019-001c is relevant to the reported issue. Two devices were used during this incident that experienced the same issue. The other device was reported on another report with physio-control reference: 0003015876-2020-00024 and dkma reference: (B)(4). It was confirmed that the therapy cable sent with the other device had also been used on this device, therefore the cause of the reported issue is likely the same.

Event description:
The customer contacted physio-control to report that their device was unable to detect patient connection. The customer used a second set of electrodes but the same issue occurred. The patient associated with the reported event did not survive.